Event description:
At implant when the doctor went to screw down the lead that was inserted into the ins, a click was heard, and then the lead came out. Tried troubleshooting and several more attempts but the ins would not hold the lead in place. A new ins was opened and properly screwed into the lead. The patient was not injured or involved in the problem.

Manufacturer narrative:
Final device analysis for the ins revealed the setscrew was backed out too far. (B)(4).